Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was wet in the past and screen went blank. Customer blood glucose value was unknown. Customer stated that the plastic that covers the bottom, was fall off and it held together with duct-tape. Customer also stated that plastic comes off of reservoir area and insulin pump rejected some batteries. Device will not return for analysis.